Manufacturer narrative:
(B)(4). The customer returned one connector assembly with attached molded compression fitting and dust caps for analysis. A severed portion of the catheter body remained attached to the compression fitting. Signs of use were observed. Visual analysis revealed a significant bulge on one side of the arterial extension line located adjacent and proximal to the clamp. Both the arterial and venous clamps were open. No other defects were observed. The returned connector assembly was tested per the instructions for use (IFU) provided with this kit. The IFU instructs the user, "flush each catheter lumen with sterile normal saline for injection, to establish patency and prime lumen(s) and flush the irrigation tube." A lab inventory syringe filled with water was used to flush each extension line. No leaking, resistance, or other abnormalities were observed. R & d and manufacturing were contacted as part of this investigation. It was determined that the observed damage is likely indicative of excessive pressure applied to the extension line while an occlusion to the lumen was present (i.e. Clamp was in the closed position or blockage in catheter). The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU warns the user, "examine catheter and extension lines before and after each treatment for any signs of damage." The customer report of a stretched/ballooned extension line was confirmed through investigation of the returned sample. Visual analysis revealed a bulge in the arterial extension line located proximal to the clamp. A device history record review was performed based on potential lots from sales history, and no relevant findings were identified. The observed damage is consistent with excessive pressure applied to the extension line while an occlusion to the lumen was present (i.e. Clamp was in the closed position or blockage in catheter). Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "dialysis catheter inserted on (B)(6) 2025. During the dialysis session on (B)(6), a bump was observed on the arterial branch of the catheter, not previously detected. Decision was made to change catheter tip by the doctor on (B)(6)." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time.

Event description:
It was reported "dialysis catheter inserted on (B)(6) 2025. During the dialysis session on 13 march, a bump was observed on the arterial branch of the catheter, not previously detected. Decision was made to change catheter tip by the doctor on (B)(6)." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time.

Manufacturer narrative:
(B)(4).